Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/01/2018, that on (B)(6) 2018, a pair new transmitter message was reported. Data was available for evaluation. Customer complaint was confirmed. The probable cause was determined to be a transmitter failure alert. No additional event or patient information is available.